Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis device had prompted to clear an obstruction, but the drawer did not open. Several attempts were made, but the drawer still did not open. The field service engineer (fse) found that legacy full-height drawer number 4 in the auxiliary section read as open when the drawer was actually closed. The fse resolved the issue by replacing the latch inseparable. The repair was tested in the hardware test application. The fse checked the bus cable connection and the screws for the hard stop. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, device requested a clear obstruction action, but the drawer did not open. Customer made several attempts were made, but the drawer still did not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.